Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, both devices had sealing issues. For the first device, the device had no seal, but there was an energy delivery and end tone, but there was no re-grasp alert. For the second device, it would not complete a sale. There was a re-grasp alert, end tone and energy delivery. There was bleeding of less than 10 cc and a blood transfusion was not needed. A harmonic scalpel was opened to finish. There was no patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. The sample functioned normally when activated in the vl mode. Additional functional testing was performed on the returned device with porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily. The investigation did not identify the root cause of the reported event. The investigation found the device to function normally and within specifications. The instructions for use(IFU) states: there are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. If information is provided in the future, a supplemental report will be issued.